Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840, product type programmer, physician. Product ID 8870 , product type software.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. The manufacturer representative was notified that a pump could not be interrogated. A pump memory error, invalid data was seen on the clinician programmer. The pump was not alarming and the patient had no return of symptoms. Another clinician programmer was not attempted, but would be tried. The patient would be seen again on (B)(6) 2017. Additional information received from a manufacturer representative on (B)(6) 2017 indicated the problem was solved. The patient had a dental examination with surgical intervention which likely caused the issue. The audible alarm occurred. The exact event date was unknown. The pump was checked on (B)(6) 2017 and the alarm was confirmed. The pump had been running without issue since. The physician reportedly did not confirm the alarm upon initial interrogation. No further information was provided. No complications were reported/anticipated.